Event description:
Per the clinic, the device was explanted due to infection. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patients device record, the patient was reimplanted with a new device on (B)(6), 2012.this report is filed (B)(4), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.